Manufacturer narrative:
Date of event is estimated based on manufacturer's awareness date.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the user is unable to see the all-parameters results in the calibration log of the abl800 flex (serial number: (B)(6)). They must set it to 4 electrolyte parameters to display a full parameter result in the calibration log.